Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient. They reported that no explanation was received and boarded on disbelief. The steps taken for resolution was hcp changed and reset program and intensity, (B)(6)2021. The issue has since been resolved. Patient is back to normal but still in a quandrs as to what caused the setting to change and all the pain which was intense.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that the reason for call was pt reports device was helping symptoms "100%, was like heaven to me, made such a difference before". Pt reports "about 2 months ago" woke up one morning "something has happened", "checked device and setting changed, was on 2. Something and changed to 1.3". Pt also states "does not know what happened and totally lost control of urine". Pt reports has to get up at night and soaks through pads. Pt also reports "got up one morning and was in pain in lower stomach and could not bend over; thought it was kidney stones". Pt denied starting a new medication or diet , but states "have been on a diet for a long time and lost a lot of weight and now eat a little more because I was getting too skinny". Pt denies any falls or trauma to the implant site. Pt reports the pain started to gradually decrease 3-4 days after initially starting. Pt continues to experience "ghost pains in privates", pt clarified same pain but much less intense in the same area. Pt went to see hcp and was told to try different programs. Pt reports tried programs 1-6 and left each program for "a couple of days". Reviewed allowing time for body to adjust with each change. Pt is currently on program 6 and confirmed getting 50% or greater symptom relief but not the same as before incident mentioned above. Pt denied feeling stimulation and says "feel a little bit when I turn it up but goes away" . Reviewed normal stimulation sensation. Pt states current program "has not totally corrected it and if I drink something, have trouble making it to the bathroom". Pt mentioned had a CT scan right before incident and a couple more after. Pt states "on one of them saw something and think bladder has dropped". Pt consulted with nurse who stated did not see anything. . Pt reports has appointment with dr. And mdt rep, on monday and will discuss issues further. Troubleshooting was unable to be performed as pt had just changed to program 6 and confirmed getting 50% or greater symptom relief. The patient was redirected to their healthcare provider to further address the issue.  No further complications were reported/anticipated at this time.